Manufacturer narrative:
This report is being supplemented to provide additional information based on the updated legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer¿s allegation of no image was confirmed and caused by a faulty cable. However, it is unknown what caused the cable to fail. Based on historical data, possible causes of an image failure can include electrical problems due to open or short circuit, material degradation, and mechanical issues such as leakage/seal, deformation, fatigue, and wear and tear between the camera head components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image. The issue was found during preparation for use of an unknown therapeutic procedure. There were no reports of patient injury or harm.

Event description:
The intended procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6 and h11 a definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred due to damage or deterioration of parts caused by wear and tear. Olympus will continue to monitor field performance for this device.